Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of the data showed that both samples were reactive for the hbv target with delayed cycle threshold (CT) values during the initial run and lower CT values during the rerun. The curves appeared normal, and no issues were identified in the dataset. Occult infection was ruled out based on non-reactive results for key serological markers and subsequent testing of fresh samples, which yielded non-reactive results. The findings suggest that the likely root cause was contamination introduced during sample handling or processing, particularly during the transfer of material from the primary tube to secondary tubes. No internal non-conformances related to the customer allegation were identified. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The allegation involved two maternal blood donor samples that were reactive for hepatitis b virus (hbv) using the mpx assay. However, serological testing for both samples showed non-reactive results for hepatitis b surface antigen (hbsag) and hepatitis b core antibody (anti-hbc), with anti-hbs results greater than 100 cut-off index (coi). The customer subsequently tested fresh new samples from the same donors, which yielded non-reactive results for all nucleic acid testing (nat) targets (hiv, hbv, hcv), non-reactive hbsag results, non-reactive anti-hbc results, and anti-hbs results of 138 coi and 125 coi, respectively. The initial nat testing was conducted. During the first run (batch 16), samples were aliquoted from primary tubes into cobas omni tubes, and both samples were reactive for hbv with delayed cycle threshold (CT) values of 36.4 and 37.5. A second run (batch 18) was performed directly from the same primary tubes, and both samples were again reactive for hbv with CT values of 31 and 29. The blood was released as non-reactive, and no harm was alleged.